Manufacturer narrative:
(B)(4). D10: unknown humeral stem. Unknown humeral tray. Unknown humeral bearing. Unknown glenosphere. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00437, 0001825034-2024-00438, 0001825034-2024-00439, and 0001825034-2024-00440.

Event description:
It was reported that the patient was revised due to infection. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.